Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported inconsistencies with pitocin infusions in the ob-gyn unit, stating that it seemed to require more drug than expected for some patients to achieve the desired effect. Per the facility biomed the device for this complaint was out of calibration by more than 5%. The device was re-calibrated and put back in use. Staff reported that they haven't seen any additional issues since this pump and another affected one were re-calibrated. There was no report of patient harm.